Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm noted. Unit received with severely scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. Customer did not recall any significant event that may have contributed to the button error alarm. Blood glucose level at the time of the incident was 338 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.